Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that two aleutian disc spreaders deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient. This report captures the first of two disc spreaders.